Event description:
Event description guidant received information that this lead was implanted in the atrium with a good threshold and normal impedance measurements. The following day a rise in the impedance was noted as well as a loss of detection and stimulation. This lead was explanted and replaced several days later. A visual inspection did not reveal an alteration of the polyurethane. The connection with the header was good.